Event description:
On (B)(6) 2009 dr. (B)(6) did a posterior colporrhaphy with apical fixation and enterocele repair. The implant used was 1 caldera is the manufacturer. Lot# 21284, catalog # is cal-pc01, size is unknown. I have had problems associated with this mesh one week after my surgery. I never knew the doctor used mesh, it was confirmed this past (B)(6) when I went to see a new gyno and I was told my pelvic pain and foul odor was because of mesh erosion.